Manufacturer narrative:
Unique identifier (UDI) #: na. Device labeling addresses: "after breast implant surgery the following may occur and/or persist, with varying intensity and/or for a varying length of time: hematoma/seroma...". "Postoperative hematoma and seroma may be minimized by meticulous attention to hemostasis during surgery, and possibly also by postoperative use of a closed drainage system".

Event description:
A physician reported an unspecified number of pts have experienced a seroma. The physician indicated "...the issue typically arises several years (e.g. 5 yrs or more) after the initial implantation". The physician indicated "yes, I do believe that the texturing of the implants caused the seromas".